Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2020/ serial#: (B)(4), UDI #: (B)(4), device available for eval: no, mfg date: 07-mar-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) position changed and exhibited loss of capture following removal of the tether. The delivery system was removed. The ipg was retrieved, removed and replaced. No patient complications have been reported as a result of this event.